Event description:
Reporter alleged obtaining a discrepant blood glucose result of 250 mg/dl back to back with a result of 130 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device nd replacement product was sent.